Event description:
It was reported that the device was not heating. Occurred during testing. There was no patient involvement.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was received for investigation. The device was visually inspected and functionally tested. The reported problem was duplicated. The root cause was that the device was not circulating. No action was taken due to the device not being needed in the loaner pool and will be scrapped. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.